Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Batteries ((B)(4)) passed visual examination and functional testing. Three out of four batteries, (B)(4) failed the functional test due to a faulty internal cell pair which likely contributed to the reported event. The reported event was confirmed via log analysis. Abnormal battery behavior, e.g. Premature performance degradation, intermittent/poor electrical connection with controller or battery charger, premature power source switching, etc., is a known issue being investigated. While the causes are multifactorial, it has been demonstrated that this issue is most likely related to a faulty internal cell pair. The confirmed malfunction is related to the reported event. The manufacturer has opened an internal investigation to evaluate these types of issues. Following additional regulatory authority feedback, the manufacturer has expanded the field safety corrective action (fsca) to recall certain older batteries (referenced under file name: fsca apr2014.1). The expansion of this fsca is to remove certain older batteries which were produced in specific ranges of battery serial numbers which are more likely to exhibit premature or unrecognized deterioration of battery capacity. Our risk assessment for this issue remains unchanged at this time. Complaints will continue to be closely monitored to ensure that the ventricular assist device system functions as intended and to assess the effectiveness of the fsn for additional actions. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The device(s) listed in this report is (are) used for treatment, not diagnosis. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is three of three reports (3007042319-2015-10004, 2015-10005 and 2015-10006) submitted for devices related to the same event.

Event description:
It was reported that the patient heard several critical battery alarms. Preliminary analysis of the log files confirmed the critical battery alarms with all four (4) batteries but only when they were connected to power port one (1) of the controller. The facility performed a controller exchange, removed the controller and all four (4) batteries from service and provided the patient with replacement devices. There was no reported patient injury as a result of this event. The controller and all four (4) batteries have been received by the manufacturer for evaluation.